Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 1 month after the dental implant was placed, osseointegration had not yet been obtained in type ii bone. The implant was adjacent to an endodontic tooth. Clinician noted bone resorption, mobility, bleeding, inflammation, peri-implantitis and dehiscence. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist also reported that fenestration occurred during surgery.

Event description:
The clinician reported that 1 month after the dental implant was placed, osseointegration had not yet been obtained in type ii bone. The implant was adjacent to an endodontic tooth. Clinician noted bone resorption, mobility, bleeding, inflammation, peri-implantitis and dehiscence. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).